Event description:
It was reported that during a gastric bypass procedure, the device was fired with a blue load and the device cut, however, it did not staple. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with two (B)(4) cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all instruments are inspected 100% for staple presence by an automated vision system. In addition a sample of the batch is inspected at (B)(4) to ensure the device meets the require specifications prior to shipments. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The patient (B)(6) received an scs system including an ipg. It was reported the patient was admitted for an ipg pocket site repositioning. When the physician tried to disconnect the lead from the ipg header, multiple electrodes broke off inside the device header. The extension was removed and replaced with another extension. It was reported that the patient was experiencing overstimulation following the procedure during recharging or programming. A new lead and ipg were implanted. Lot and model numbers of the extension and lead were not provided, only one report can be provided for this issue on the ipg. The explanted ipg was returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.